Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and could not hear beeping when charging. The patient underwent an ipg replacement and was doing well postoperatively. The explanted device was discarded by the facility.